Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 417 mg/dl. The customer was treated with manual injection. The customer stated that she had a high blood glucose due to stress. The troubleshooting was performed. The customer was assisted on how to do a correct bolus wizard setting. The insulin pump was functioning well. No further assistance is needed.